Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced perforation. This information was received from one source. This malfunction involved one patient with no consequences. The 68 year old male patient's weight was not provided.

Manufacturer narrative:
The initial MDR submitted for this malfunction inaccurately reported the MDR date of awareness. The correct MDR date of awareness is 03/31/2020. The lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction has not been returned to bd for evaluation, but medical records were returned for review. The investigation is confirmed for the reported perforation. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction has not been returned to bd for evaluation, but medical records were returned for review. The investigation is confirmed for the reported perforation. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced perforation. This information was received from one source. This malfunction involved one patient with no consequences. The (B)(6) year old male patient's weight was not provided.